Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the pt had a type ii endoleak. During attempts to occlude the type ii endoleak with liquid embolic glue, the stent graft moved from its original location resulting in a type 1 endoleak; therefore an aortic cuff was implanted to successfully resolve the endoleak. No additional clinical sequelae were reported.